Event description:
It was reported to physio-control that the one of the contacts inside the therapy connector on the customer's device was pushed in. When using a hard paddles assembly with the device, no defibrillation energy could be charged and delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the device's therapy connector assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly. Physio-control determined that the cause of the reported issue was due to pin 6 in the therapy connector assembly being recessed. This pin (pin 6) being recessed caused that the device could read paddles ECG, but could not charge or shock defibrillation energy.